Event description:
At the end of the case md took a picture of the right groin and determined that a mynx closure device could be used. The mynx closure device was deployed successfully. Manual pressure was held for 10 minutes. After 10 minutes hemostasis was achieved. There was no bleeding, oozing or hematoma noted.